Event description:
Philips received a complaint on the dfm100 indicating that the self-test failed. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to the electrode plate contact being poor. The root cause of the component failure could not be determined. The issue was resolved by cleaning the electrode plate and the product is back in service.

Manufacturer narrative:
Phone number: (B)(6).